Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received short screwdriver sleeve was firmly stuck to the screw. There are visible deformation marks on the proximal gripping section, likely resulting from the application of excessive force during disassembly. Furthermore, the screw head exhibits significant thread deformation. The thread crests appear flattened and show a shiny surface, indicating material displacement and rubbing, which suggests misalignment during assembly or removal combined with high force application. Functional inspection was not feasible as the screw head is completely stuck inside the sleeve. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the issue is deemed to be user related, as damage on the screw head indicate that the screw was inserted in misaligned manner. If more information is provided, the case will be reassessed.

Event description:
As reported: "when inserting the distal advance locking screw, the distal targeting device was loose, and the screw was driven in at an incorrect angle beyond the acceptable insertion range. As a result, the screw became stuck with the nail and could not be removed. Although it was eventually extracted with effort, the products were damaged." 11/06/2025 - additional information received: how was the issue solved? Longer screw driver was used as an alternative.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "when inserting the distal advance locking screw, the distal targeting device was loose, and the screw was driven in at an incorrect angle beyond the acceptable insertion range. As a result, the screw became stuck with the nail and could not be removed. Although it was eventually extracted with effort, the products were damaged." On 11/06/2025 - additional information received: how was the issue solved? Longer screwdriver was used as an alternative.